Event description:
A patient reported that they were getting inaccurate high results on their meter. Patient had opened a new vial of test strips about 2 weeks ago. "Around that same time, (patient) noticed sugar was going up on the meter". One day that same week (date/time is unknown). The patient started vomiting and had a stomachache. Their visiting nurse tested the patient's blood glucose and got a result of "500 mg/dl". Nurse thought that this reading was really high for the patient. So, the nurse tested themselves on the meter and also got a high reading. Nurse then noticed that the confirmation dot on the test strip was green (the strips were not expired and they were stored correctly). Nurse took patient to the emergency room (time unknown). The ER meter read 256 mg/dl. Patient was given insulin (dose/type of insulin is unknown). Patient's insulin regimen at home was changed post this incident (type and dosage of insulin changed--unknown). The test strips were replaced. The meter was also replaced for customer satisfaction. No further information has been reported.